Event description:
It was reported that during a laparoscopic sleeve gastrectomy, on the second firing of the device using a green load; only one row of the three staple lines deployed on the sleeve side. It seemed like the blade caught the edge of the cartridge. A second device was opened and the case was completed with no patient consequences. The device was not fired over an existing staple line or clip, buttressing material was used (seamguard), there were no issues removing the device from the target tissue, on the first firing a black load was used.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.